Event description:
Pt has just had 3rd surgery to remove mentor breast implants due to rupture and deflation and breast pain. Has sent last two to a lab themselves. The implants were completely flat. The other mentor implants were sent to mentor and results were given to physician and tears in device were the problem. Pt angry and upset and states mentor customer service was rude and unhelpful.